Event description:
The following description of the event was documented by a carefusion tech support specialist in response to a phone conversation with a carefusion sales representative. "The blender does not alarm when the gases are disconnected from the wall."

Manufacturer narrative:
The user facility did not submit a user facility report to the manufacturer. Event codes were derived based on information documented by a carefusion tech support specialist in response to a phone conversation (s) with a user facility representative. (B)(4). The following information concerning the evaluation of the device is a summary of the information documented by the carefusion factory service representative. The carefusion factory service representative evaluated the microblender, verified the complaint and determined that the root cause of the failure was a damaged alarm reed plate. The carefusion factory service representative was unable to determine the cause of the damage to the alarm reed plate. However, this type of damage is generally caused by the application of an unapproved means of force or pressure against the reed on the alarm reed plate. As a correction, the carefusion factory service representative replaced the alarm bypass assembly which includes the alarm reed plate before adjusting and running the microblender through a complete checkout to ensure it meets all factory specs. Upon completion the microblender was returned to the customer ready to be placed back into service.